Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,760 units of this code-batch. There are no units in stock at b. Braun surgical's warehouse. We have received two closed samples for analysis. The needles of the closed samples received have been analyzed for penetration performance test and the results for each needle are 0.374 n and 0.445 n in average for the 1st penetration. These values fulfill the needle specification of 0.480 n in maximum for the 1st penetration. Reviewed the needle batch manufacturing records, no deviations have been found and the results of penetration performance test for each needle raw material batch used in this product during production were 0.381 n and 0.368 n in average for the 1st penetration. Remarks: as stated in the instructions for use of the product, "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Grasping the needle at the area of the point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibber attachment end could cause bending and breakage of the needle." Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that needle did not cut; was blunt. No further information has been received.